Event description:
It was reported that customer experienced a minimum fill notification while attempting to load a new cartridge into pump. There was no adverse impact to the customer¿s blood glucose level. Customer removed pump from case, cleaned pneumatic tap area, and attempted to reload same cartridge without success, then, with guidance from technical support, filled and loaded new cartridge using proper technique, which resolved issue and allowed customer to resume insulin delivery.